Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed in 2009. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received, reporter added, event added as:- abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual cramps, backache and dysfunctional uterine hemorrhage. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, female sexual dysfunction, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea and weight increased had resolved and the menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2008. Discrepancy noted: essure removal date (B)(6) 2012. Patient received treatment for apareunia, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, bladder problems, urinary problems, uti, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test unspecified- bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new events apareunia,dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, bladder problems, urinary problems, uti, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, weight gain were added. The outcome of events pelvic pain and abdominal pain was updated from unknown to recovered. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. 625160) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual cramps, backache, dysfunctional uterine hemorrhage and gallbladder disorder. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury-anxiety, depression"), urinary tract infection ("uti"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fungal infection ("yeast infection"), vaginal haemorrhage ("abnormal bleeding (vaginal") and anxiety ("psych injury-anxiety, depression") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced mood swings ("mood swings") and night sweats ("night sweat"). On an unknown date, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and hot flush ("hot flashes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, female sexual dysfunction, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea and weight increased had resolved and the menorrhagia, depression, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, fungal infection, mood swings, hot flush, vaginal haemorrhage, anxiety and night sweats outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, fungal infection, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2008. Discrepancy noted: essure removal date (B)(6) 2012. Patient received treatment for apareunia, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, bladder problems, urinary problems, uti, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure confirmation test unspecified- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: pfs received :event psychological trauma was updated to more specific events: depression and mental anguish, events added- abnormal bleeding (vaginal), yeast infection, night sweat. Lot number added, patient demographic added, events onset date, events severity, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. 625160) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual cramps, backache, dysfunctional uterine hemorrhage and gallbladder disorder. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury-anxiety, depression"), urinary tract infection ("uti"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fungal infection ("yeast infection"), vaginal haemorrhage ("abnormal bleeding (vaginal") and anxiety ("psych injury-anxiety, depression") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced mood swings ("mood swings") and night sweats ("night sweat"). On an unknown date, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and hot flush ("hot flashes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, female sexual dysfunction, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea and weight increased had resolved and the menorrhagia, depression, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, fungal infection, mood swings, hot flush, vaginal haemorrhage, anxiety and night sweats outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, fungal infection, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2008. Discrepancy noted: essure removal date (B)(6) 2012. Patient received treatment for apareunia, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, bladder problems, urinary problems, uti, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure confirmation test unspecified- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: pfs received :event psychological trauma was updated to more specific events: depression and mental anguish, events added- abnormal bleeding (vaginal), yeast infection, night sweat. Lot number added, patient demographic added, , events onset date, events severity, medical history added. We received a lot number in this case. A technical investigation wss conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.